Manufacturer narrative:
(B)(4). It was reported that patient had a partial excision of vaginal mesh on approximately (B)(6) 2011. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, perforation of the anterior vaginal mucosa, perforation of the central portion of the bladder, recurrence, formation of granulation tissue along the surgical incision lines, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent a cystourethroscopy, marshall test, and urethral dilation on approximately (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.